Event description:
As reported by the study, during the three yr telephone f/u with the pt, it was learned that approx 10 mos after percutaneous coronary intervention (pci), the pt had a repeat pci. It is not known if the target vessel was treated and add'l info is not currently available. In addition, approximately two yrs after the initial procedure, the pt had a repeat pci. It is not known if the target vessel was treated and add'l info is not currently available.

Manufacturer narrative:
This pt was randomized to the cypher arm of the study. Pre-procedure medications included aspirin and heparin. Intra-procedure medications included heparin, aspirin, clopidogrel and beta-blockers. Pci was performed on a lesion in the mid left anterior descending artery (lad) of 10mm in length in a 3.0mm by visual estimate with an inability to protect major side branches. The (type c) eccentric was characterized with a smooth contour. A 3.0 x13 mm cypher select was deployed at 15 atmospheres (atm) by direct stenting with satisfying results. Thrombin inhibition in myocardial infarction (timi) ii and iii flows were recorded pre and post-procedure respectively. Post-procedure cardiac enzymes were as follows: ck 7.2, ck-mb 2.9 and troponin 549. Post-procedure medications included aspirin, clopidogrel, statins, beta-blockers and ace inhibitors. F/u was made with the pt 26 days later at the 1-mo interval. The pt had no anginal complaints. Ongoing cardiac medications included clopidogrel, aspirin, statins, beta-blockers and ace inhibitors. Other medications included losartan and hydrochloric thiazide. Approx 6 mos later, telephone f/u was made with the pt. The pt had no anginal complaints. Ongoing cardiac medications included clopidogrel, aspirin, statins, beta-blockers and ace inhibitors. Other medications included losartan and hydrochloric thiazide. There was an increase in anginal therapy. F/u was made with the pt one yr after the index procedure. The pt had no anginal complaints. Ongoing cardiac medications included clopidogrel, aspirin, statins, beta-blockers and ace inhibitors. Other medications included losartan and hydrochloric thiazide. Please note that this device is not distributed in the united states. However, it is similar to the us distributed device. It is also not available for testing and evaluation. Add'l info rec'd will be submitted within 30 days upon receipt.